Event description:
It was reported that during a prostate procedure, @ 10762 joules; 2:24 minutes, the fiber "spontaneously stopped firing." The fiber was exchanged and the procedure was completed. Patient outcome "ok" reported. .

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibited severe char; the glass cap exhibited severe devitrification at the output window; the outer flow tubing open end exhibited scratch marks. Based on the analysis results, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.